Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed a code 102- charge profile fault. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is an open resistor r45 on the computer/ analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive is a broken negative lead on high-voltage capacitor c21 on the defibrillator board. The root cause for th e broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Results will be monitored. No adverse event resulted from the broken lead on c21. The patient received a replacement monitor.